Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she has been experiencing low blood glucose levels since yesterday. The reported blood glucose reading at the time of the call was 36 mg/dl. Troubleshooting was performed, and the customer stated that the insulin pump was programmed correctly. The customer stated that she had her doctor look at the insulin pump, and he felt that it was not delivering insulin accurately. The customer requested a replacement insulin pump. Nothing further was reported.